Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was five photographs depicting a 2fr per-q-cath catheter. The depicted device appeared to be implanted. The molded joint and luer appeared to be completely detached from the catheter shaft. It appeared that the catheter was either broken or detached from the molded joint near the dressing site. While a break or detachment was observed in the provided photographs, inspection of those photographs was insufficient to identify the cause of the damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include sharp instrument contact and tensile (pulling) stress.

Event description:
It was reported that the PICC - per-q-cath tm plus neonatal catheter, presented a fracture close to the low profile hub, next to the "butterfly".

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recq0535 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC - per-q-cath tm plus neonatal catheter, presented a fracture close to the low profile hub, next to the "butterfly".